Event description:
Low blood glucose level [blood glucose decreased]. Case description: a diabetes educator reported that a pt, who was introduced to an unduo insulin doser and novolog penfill 3 ml (insulin aspart) on 10/18/2002 experienced a low blood glucose level in the night in 2002. Pt usually takes 2 units of novolog three times a day and 2 units at bedtime. The pt and spouse reported that on the day preceeding the event, they went hiking for approximately 2.5 hours, arriving home around 16:30. The pt ate their regular meals with no add'l snacks. Pt had their normal dinner meal at 6:30 pm but did not administer a dose of novolog penfill insulin (blood glucose reading unknown). Pt tested their blood glucose level at 21:00 and obtained a reading of 266 mg/dl, so pt administered two units of novolog penfill with the induo doser, and eight units of lantus insulin with conventional insulin syringe. Pt stated that they did not perform an air shot on the doser prior to their bedtime injection of novolog penfill insulin. Pt did not have their routine bedtime snack due to their elevated blood glucose reading and went to bed at 9:15pm. Their normal blood glucose readings are between 92 to 135 mg/dl fasting, and around 250 to 277 mg/dl in the evening. Pt went to bed at 23:30, and reported that around midnight pt sat up in bed and was in a catatonic state. Pt could not speak and their eyes were glazed. Spouse immediately called emergency medical services and the paramedics arrived minutes later. The paramedics tested the pt's blood glucose level on thier glucose meter and found it to be 13 mg/dl. They administered intravenous glucose and oral glucose (dose unknown). The pt came around within 10 to 14 minutes after the treatment, and was transported to the hospital, where pt remained for three of four hours. Pt was given something to eat and blood glucose level rose to 140 mg/dl. Pt was released when blood glucose level was 337 mg/dl. The diabetes educator stated that the pt is insulin sensitive and that pt never administers more than 3 units of insulin. The pt told the diabetes educator that the day before event they took 3 units of insulin. The diabetes educator performed a function check on the doser in question and reported that the results were within normal limits. However, the pt told the diabetes educator that they performed two function checks on the doser and that one function check resulted in too much insulin being dispensed and the other resulted in too little insulin being dispensed. After the event the pt switched to conventional insulin syringes with vials of humalog insulin (at the same dose). There had been no change to pt's diet or health status prior to or during the event. Comment: the pt had been hiking for 2.5 hours, and had not had usual night-time snack, which may have contributed to the event. Request has been made for return of the device for technical examination.